Manufacturer narrative:
We have now concluded our investigation into this complaint. The device was returned for evaluation. Visual and functional evaluation of the complaint sample found that the battery was defective and could not be charged. This confirmed that the root cause of the suction failure was the battery failure. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem.

Event description:
It was reported that during treatment the device did not vacuum anymore. Back up device was available.

Manufacturer narrative:
Foreign zip code "(B)(6)".

Event description:
It was reported that the device did not vacuum anymore. No more information available.